Event description:
The device involved in this medical device report was implanted in 2004. During a routine follow up performed, the device could not be interrogated. Because a normal behavior could not be restore, the device was explanted after approx 3 months.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.